Manufacturer narrative:
Examination of returned used device ias5-100lp found an incomplete piece of the ribbed cannula of the trocar. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: only persons having adequate training, familiarity, and relevant competence with minimally invasive surgical techniques should perform minimally invasive procedures. Consult medical literature relative to techniques, complications, and hazards prior to performance of any minimally invasive procedure. A thorough understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias5-100lp, 5 mm access port & low-profile obturator device was used in a robot-assisted inferior rectal resection procedure on an unknown date, and ¿the airseal trocar was broken during the surgery¿. It was confirmed that the fragment remained in the patient's body and it was retrieved through reoperation. The patient has now been discharged from the hospital.¿. The procedure was completed with the use of an unknown alternate device. It was later reported that ¿the first case was robotic rectal resection in 2020. The date on which the remains were removed from the body was discovered during liver resection on (B)(6).¿. Further assessment found that "doctor did not notice trocar damage during surgery in 2020", and the patient had no symptoms related to the retained fragment. "The reason for the removal was that during a liver resection performed in 2024, the inside of the abdominal cavity was checked and the removed fragmentswere found.". This report is being raised due to the reported injury of retained foreign body, discovered and removed during an unrelated surgical procedure.

Event description:
Conmed japan reported on behalf of a customer that the ias5-100lp, 5 mm access port & low profile obturator device was used in a robot-assisted inferior rectal resection procedure on an unknown date, and ¿the airseal trocar was broken during the surgery¿. It was confirmed that the fragment remained in the patient's body and it was retrieved through reoperation. The patient has now been discharged from the hospital.¿. The procedure was completed with the use of an unknown alternate device. It was later reported that ¿the first case was robotic rectal resection in 2020. The date on which the remains were removed from the body was discovered during liver resection on november 15th.¿. Further assessment found that "doctor did not notice trocar damage during surgery in 2020", and the patient had no symptoms related to the retained fragment. "The reason for the removal was that during a liver resection performed in 2024, the inside of the abdominal cavity was checked and the removed fragmentswere found.". This report is being raised due to the reported injury of retained foreign body, discovered and removed during an unrelated surgical procedure.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.